Event description:
Blood line leak during hemodialysis. Pt started dialysis treatment at 1419. At 1500 machine alarmed and screen showed "blood leak". Blood lines clamp and machine stopped immediately. Rn in charge tested with hemastix and showed (moderate +) blood not returned. Pa notified by rn in charge and was able to see the pt. No new order given. Pt stable and denies complaints. Restarted dialysis treatment with a new machine set up to complete prescribed dialysis duration ordered. Dialysis lines saved and machine # (B)(4) pulled out off the treatment area for biomed inspection, work order done. Machine tagged. Do you have a picture of the product? No.